Manufacturer narrative:
Investigation summary: six sample units were received for evaluation by our quality engineer team. Upon examination, no foreign nor non foreign matter was observed on the five of the samples received in sealed packages. The one sample unit received in an open package was observed to have a dab of silicone lubricant on the shaft of the catheter. A device history record review showed no rejected inspections nor quality issues during the production of the provided lot number that could have contributed to the defect of foreign matter. The silicone lubricant was introduced to the product during manufacturing and is applied to the catheter/cannula assembly to minimize the threading forces during usage. Investigation conclusion: event description: the catheter was defect or white fm attached to the catheter. DHR review was performed on the lot number 7157557: the lot number was built on (B)(4), from june 7, 2017 thru june 11, 2017. The review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: the review of the qn/sap database is required for a s1-o7 level b investigation per (B)(4), the subject of needle stick injury is a level b investigation. Findings: the qn reviewed revealed no related reject activity for the lot number associated with this incident. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis: observations and testing: received six unused iag/bc 22ga units from the lot number 7157557. Five units were in sealed packages one unit was in an opened package visual/microscopic examination: sealed packages: no foreign/non foreign material, particulate loose or embedded; observed anywhere on the catheters opened package: there was a dab of silicone lube (non foreign) on shaft of the catheter tubing. Test description method no results visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: no, one of the returned units provided for evaluation displayed foreign matter attached to excess lubrication on the catheter tubing. Conclusions: the defect foreign matter; as stated as the reported code was confirmed with the returned unit. The fm was observed of lubrication that is a material of construction added in the manufacturing process. Did the evaluation confirm the customers¿ experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customers' experience with the bd product? N/a; it was not necessary to achieve reproduction of the customers¿ experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: manufacturing.

Event description:
It was reported that before use, a bd insyte¿ autoguard¿ bc shielded IV catheter was found with white foreign matter attached to the catheter. There was no report of injury or medical intervention reported.